Manufacturer narrative:
Additional information: h10 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported tower 120v. Evaluation of the logs for the tower indicated that the arm placement for arm cart assembly 1 was not confirmed. The absence of arm placement confirmation is consistent with the failure to display the instrument name and the arm cart on the operating room team interactive (orti) screen of the tower. Evaluation of the tower 120v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on a separate component of the system, related to the arm cart assembly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic total hysterectomy, during docking of the arm cart assembly (aca) to the port after port placement, the aca number and forceps name were not displayed on the operating room team interface (orti) display of the tower. The issue could not be resolved after resetting the brake and laser, redocking the aca, detaching and reattaching the forceps, or moving the instrument drive unit (idu) up and down. The issue was resolved after restarting the aca. There was a delay of approximately 15 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic total hysterectomy, during docking of the arm cart assembly (aca) to the port after port placement, the aca number and forceps name were not displayed on the operating room team interface (orti) display. The issue could not be resolved after resetting the brake and laser, redocking the aca, detaching and reattaching the forceps, or moving the instrument drive unit (idu) up and down. The issue was resolved after restarting the aca. There was a delay of approximately 15 minutes. There was no patient injury.